Event description:
Hospital personnel attended to a pt in need of pacing therapy. No other pt details were obtainable from the reporter. Allegedly exlectical capture could not be obtain by the operator during pacing attempts despite observing muscular reaction to the pacing stimulus. An internal pacemaker was then implanted and the pt was stabilized.